Manufacturer narrative:
Balt USA reference#: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "a 41-year-old patient was scheduled to undergo balloon remodeling of a 7 mm paraophthalmic aneurysm using an ecl2l. After the balloon was positioned, the microcatheter was placed in the aneurysm. An optimax was released into the aneurysm and the balloon was inflated for control. The ecl was then to be deflated, which unfortunately was not possible. An attempt was even made to deflate it using a 20 ml vaclok syringe. The ecl had to be removed fully inflated. This was very critical. The user is extremely experienced with the ecl. The ecl was prepared exactly according to the IFU and tested before use. The patient's anatomy was described as uncomplicated." Incident report form submitted for this complaint indicates that no patient injury was sustained.